Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a vns pt experienced an infection two weeks after re-implant of a vns generator. The surgeon saw the pt two weeks after implant to remove the stitches and two days later, the pt's mother indicated the area was swollen and red. The pt was taken to the surgeon and was given IV antibiotics. The pt's vns was explanted and not re-implanted due to the reported infection. Follow-up with the surgeon's office indicated that the cause of the infection was related to replacement of the battery as the cultures were positive for staph aureus on the left axilia. The pt's generator and lead were removed on (B)(6) 2010 and no pt manipulation was reported to have contributed to the infection.